Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the proximal conductor fractured. It was noted that the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead fractured. The lead was replaced with a new one. No patient complications have been reported as a result of this event.